Manufacturer narrative:
Analysis was performed to the returned device. The reported needle to cuff miss and foot break were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported needle to cuff miss, foot break and unexpected medical intervention appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue and observed damages to the needles. The deflected needle likely struck the foot plate separating the foot. The observed partially retracted anterior foot was likely the result of the suture retrieval issue as tissue or suture gets caught in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: during evaluation of the returned device, it was noted that the lever was closed and the anterior foot was partially retracted. The posterior foot was also broken and held in place by the link. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a coil interventional procedure with a small bore sheath. Reportedly, the suture was not present when the plunger was pulled back. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.